Event description:
The customer reportedly obtained a 500mg/dl and 100mg/dl on the accu-chek advantage system within a ten minute timeframe. The caller states that the customer's hands may not be completely dry while testing. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested. The caller states that the customer has discarded the strips used during the event and they will not be returned.